Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 700 mg/dl; cause not provided. Subsequently, customer was hospitalized. Bg was treated with insulin. Customer declined to provide any additional information regarding the issue.